Manufacturer narrative:
(B)(4). Batch # t5cg18. The following information was requested, but unavailable: can you please clarify what occurred when the device ¿misfired¿? Was there any difficulty closing the device on the tissue? Was there any difficulty firing the device? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? Device evaluation summary: the analysis results showed that the cs40g device was received with the pushrod bent and with a cartridge reload loaded on the device. The reload was a received void of staples, with the washer uncut and with the knife recess below the reload deck. Also, the returned cartridge was noted to have two staples stuck in the washer. In addition, the reload b was received fully fired with the washer cut and with the knife recess below the reload deck. The retaining pin was not connected to the coupler and pushrod. No functional test could be performed due the condition of the device. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Event could not be confirmed as the retaining pin worked as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection, the device misfired on the first firing. Case completed by oversewing the staple line. There were no patient consequences reported.